Manufacturer narrative:
(B)(4).

Event description:
The sample product was sent to a third party laboratory for investigational purposes. Sample return has been requested as well as the results of the third party investigation; however, neither the sample nor the results have been received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The product investigation could not identify a root cause.

Event description:
Additional information was provided on 05/22/2017, indicating that the surgeon felt there was no quality issue with the lens; the explantation of the lens occurred due to luxation of the lens.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that an intraocular lens (iol) was explanted due to visual impairment. It could be attributed to a luxation of the lens. The iol was implanted in a different facility. Additional information has been requested but not received to date. This is one of five reports being filled for the same facility.